Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that this ra lead had high pacing threshold. The physician was dr. (B)(6) at (B)(6) in (B)(6). No information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).